Event description:
A surgeon reported a patient experienced a postoperative surprise following intraocular lens (iol) implant surgery. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested via phone on 08/28/2008 and via fax and mail on 09/22/2008.